Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the torque handle revealed no apparent abnormalities. Torque handle was mechanically tested and was found to be out of required specification. Although lot number was provided. Manufacturing records could not be found using this lot number in our data base. Therefore, no review of the manufacturing records could be completed. A definitive root cause for the torque handle over torqueing cannot be positively determined using the available information. Although not proven, the most probable root cause for the over torqueing of the handle can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loner set, it was observed that a torques handle was found to be out of drawing specification. The drawing specification is .63-.98. The torque tested high- 1.14. There was no known patient or hospital involvement. This complaint involves one (1) device.